Event description:
A cgm error 42 was reported by the caller, and they indicated they would call back to reset the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, which resolved the issue, and the customer successfully started their sensor session.